Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2016; 429888 lead, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported that a remote transmission showed that the patient received forty-nine shocks for ventricular tachycardia/ventricular fibrillation, twenty two of which failed. There was a lead integrity alert for oversensing of noise on current electrogram and all stored episodes and numerous short ventricle to ventricle intervals. The patient passed away shortly after the device transmission.